Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device didn't suck and made the handpiece overheat. Per service reports, this complaint cannot be confirmed. It was found during evaluation that the tips and rubber feet were worn out. The maintenance kit was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Due to prolonged usage overtime and improper maintenance, the tips and rubber feet might get worn out. A manufacturing record evaluation was performed for the finished device serial/lot number (B)(6), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the pump device had a suction failure. A spare device was used to complete the procedure with a 30 minute delay. There were no adverse patient consequences reported. No additional information was provided.